Event description:
A malfunction alarm was reported by the customer, identified as malf 9, with a fault ID available. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any future malfunctions occur, and the customer acknowledged and understood these instructions.